Event description:
Catheter balloon ruptured following radical prostatectomy & a piece of the balloon was missing when the catheter was removed. Another catheter was placed & dye injected into bladder but piece could not be easily visualized. Doc will wait until surgery heals, then go in with cystoscope to look for & retrieve the balloon fragment.